Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2158500, model: sc-2158-50, serial: (B)(4), batch: 3000000380/15296969/16126971.

Event description:
It was reported that the patients leads had migrated. The patient underwent an explant procedure, and the explanted leads will not be returned per hospital policy.